Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, broken latch on 6s pyxis drawer and user unable to retrieve meds. He customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height legacy drawer 2.2 was not detected on the bus. A field service engineer (fse) powered down the station, removed the mother board from the drawer, and removed all pockets, then cleaned the tray and cleared debris from cubie contacts. The fse then restarted the system, accessed the application and storage configuration, confirmed that the drawer was detected, reinserted all pockets, and verified that no pocket failures were present. The system functioned as intended after the field service engineer repaired the device.